Event description:
It was initially reported on (B)(6) 2014 via repair work order that a patient allegedly fell out of bed due to the bed exit not alarming, although when the patient was returned to the bed it did alarm. There was patient involvement; but no adverse consequence or clinically relevant delay in treatment was reported at that time. The bed exit was evaluated by the service technician and was found functioning to specification. The customer provided further details of the patient examination on (B)(6) 2014 stating the patient had a head CT scan and an x-ray which showed evidence of a previous stroke but the only injury determined to be a result of the fall was a small bruise on the right shoulder. The patient was transferred to ICU with elevated blood pressure which was not related to any injury from the fall. The patient was elderly with multiple preexisting conditions and subsequently passed away soon after being transferred to ICU. The account confirmed the patient's death was not related to the minor bruise sustained during the fall.

Manufacturer narrative:
The bed was evaluated and returned to service as it performed to specifications.